Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure had occurred. The sensor was inserted into the upper buttocks on (B)(6) 2025. On 02/23/2025, it was reported that the pediatric patient experienced a sensor failure after which they experienced a hyperglycemic event. It was reported that due to the sensor failure the pump did not insert the insulin as needed, and that the patient woke up experiencing feeling nauseas and vomiting. The parent took a fingerstick and the blood glucose reading was too high for the blood glucose meter to be able to read it. The parent called the doctor for advice and was told to treat with manual insulin shots and to give zofran for the nausea. The parent declined to provide further information, but at the time of the report the patient was feeling better and had stopped vomiting. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction/ additional information. H6: type of investigation - additional.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a sensor failure had occurred. The sensor was inserted into the upper buttocks on (B)(6) 2025. On 02/23/2025, it was reported that the pediatric patient experienced a sensor failure after which they experienced a hyperglycemic event. It was reported that due to the sensor failure the pump did not insert the insulin as needed, and that the patient woke up experiencing feeling nauseas and vomiting. The parent took a fingerstick and the blood glucose reading was too high for the blood glucose meter to be able to read it. The parent called the doctor for advice and was told to treat with manual insulin shots and to give zofran for the nausea. The parent declined to provide further information, but at the time of the report the patient was feeling better and had stopped vomiting. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.